Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous shunt. A 5.0mmx40mm,40cm mustang¿ balloon catheter was advanced to dilate the constricted portion of a shunt and the device was initially inflated at 22 atmospheres. Second inflation was performed at 22 atmospheres; however, during the third inflation at 24 atmospheres, the balloon ruptured after being inflated for 120 seconds. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.